Event description:
It was reported that the patient underwent an ipg replacement procedure due to difficulty charging the ipg. The patient was doing well postoperatively, and the explanted device was discarded by the facility.